Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the non-calcified, mildly tortuous, 80% stenosed, de novo, distal left anterior descending (lad) artery, after angioplasty a 2.5 x 28 mm xience v stent was implanted, however, angiography revealed a proximal stent edge dissection. A second unspecified stent was used as treatment without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.